Event description:
During a voice of the customer survey, a patient was asked why peritoneal dialysis (pd) was discontinued. The patient stated they recently had a serious infection. Additional information was obtained through follow-up with the clinic hemodialysis (hd) nurse. The patient was on pd therapy. The patient came into the pd clinic on (B)(6) 2021 and brought a pd effluent sample. Cultures were obtained and the patient was diagnosed with peritonitis. No additional information related to the peritonitis event could be found in the patient record. The hd nurse confirmed this was the timeframe of when the patient transitioned to in-center hd which is the current dialysis modality.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing an unknown liberty cycler with unknown cassette and the patient event of peritonitis with subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the unknown liberty cycler with unknown cassette. Additionally, there is no allegation of a device malfunction or deficiency,or cassette defect reported for the event. Although no information was obtained related to culture results or the determined cause of the peritonitis,all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques.most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The cycler with cassette can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.